Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(4).

Event description:
Caller reported blood glucose results of 128 mg/dl on mobile and 38 mg/dl on performa within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.